Event description:
It was reported that a 50-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, using magnetic resonance imaging, mammogram imaging, and an in-person consultation, the patient was suspected to have bilaterally ruptured breast implants. As a result, the patient underwent bilateral removal and replacement with non-mentor breast implants on (B)(6) 2022. However, upon removal, the implants were reported to be intact. Refer to manufacturing report number 1645337-2022-15177 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 03, 2023, the mentor analysis lab received the suspect medical device for evaluation. On january 19, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior aspect. Additionally, mentor received additional information that the patient identifier was updated to (B)(6). Manufacturer¿s reference number: (B)(4).